Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2013-05490/ -05491/ -05492 & 2014-02718/ -02719/ -02720).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total left hip arthroplasty on an unknown date and a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a bilateral revision procedure on (B)(6) 2012 due to an unknown reason. Review of invoice history confirmed both modular head components were removed and replaced. Patient underwent a further left hip revision procedure on (B)(6) 2013 allegedly due to pain. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent right total right hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient underwent a bilateral revision on (B)(6) 2012 and a further left hip revision (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility. Additional information provided in patient medical records indicates the bilateral hip revision performed on (B)(6) 2012 was due to pain. The patient's operative report noted synovial fluid on the right hip. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2013 was due to pain and fluid. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested.

Event description:
It was reported patient underwent a total left hip arthroplasty on an unknown date and a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a bilateral revision procedure on (B)(6) 2012 due to an unknown reason. Review of invoice history confirmed both modular head components were removed and replaced. Patient underwent a further left hip revision procedure on (B)(6) 2013 allegedly due to pain. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent right total right hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient underwent a bilateral revision on november 6, 2012 and a further left hip revision (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility.